Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacture date for the reported meter serial number is unknown. The device manufacture date entered is the complaint awareness date.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (47he5h) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A healthcare professional reported receiving inaccurate readings on their adc blood glucose meter. The healthcare professional reported comparing an adc meter reading of 172 mg/dl to a lab result of 48 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "d" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.